Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was to be inserted "prophylactic - pre-op." The md stated that "the sheath and the dilator junction kinked and made it impossible to get the sheath into the pt." The sheath was the 9 fr that comes in the iab insertion kit. The iab was not inserted into the pt because the staff could not find another 9 fr sheath. Per the md, "there was no negative impact from not having the intra-aortic balloon pump (iabp) therapy; however, the md would have preferred to have had the iabp therapy that was planned for surgery due to the pt's coronary artery disease." There were no reported pt complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.